Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured on from february 23, 2015 to february 26, 2015. The device was received for evaluation. Visual inspection revealed a black mark on the filter of the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the filter observed in the device. This was identified after filling. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.